Manufacturer narrative:
Correction: the initially reported material number was determined to be exempt from us FDA reporting requirements. Please disregard previous submission.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set had incorrect label the following information was received by the initial reporter with the following . 20039e7ds product description according to letter: bd smartsite¿ extension set. One needle free valve on product packaging: "bd pressure rated catheter extension sets".